Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with two episodes of non-sustained ventricular oversensing recorded on (B)(6) 2018. Upon investigation, it was noted that the implantable cardioverter defibrillator was oversensing t-wave in the recorded episodes. Due to the low frequency of occurrence, no programming changes were recommended. The patient did not experience any adverse consequences.